Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laparo-thoraco videoscope showed that an image noise occurs and an image cannot be displayed. The issue occurred during an unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events of no image and noise appeared without an image shown occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event (unknown substance at distal end side) can be [detected/prevented] by following the instructions for use: the instruction manual,¿ chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system" olympus will continue to monitor field performance for this device.